Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure of appendectomy, installation of 2 endoloops on an appendix oversized on it s distal part. For the 2nd endoloop, the thread loop could not be tied around the appendix. Another endoloop has been used. To resolve and complete the case, another endoloop has been used. The incision was extended due to the product problem. The operating time got increased but it unknown by how much. Patient outcome unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted a fractured tube end disconnected from the rest of the suture. The suture appeared to have broken under tension. No other part of the device was returned. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.